Event description:
The customer reports falsely elevated architect ipth assay results for two patients. The following information was provided: patient 1 ((B)(6)): (B)(6) 2013 = 81.8 pg/ml; (B)(6) 2013 = 140 pg/ml; (B)(6) 2013 = 232 pg/ml; and (B)(6) 2013 = 69 pg/ml (non-abbott methodology). Vitamin d = 28.3 ng/ml. Calcium = 10.9 mg/dl. Urea nitrogen = 38 mg/dl. Creatinine = 0.70 mg/dl. Gfr = >60 ml/min/1 73 m2. Patient 2 ((B)(6)): (B)(6) 2013 = 145 pg/ml; and (B)(6) 2014 = 64.8 pg/ml (non-abbott methodology).patient ID architect (pg/ml) non-abbott (pg/ml) 3 103.6 54.8 4 93.8 48.9 5 52.5 24.2 6 84.0 42.3 7 151.9 77.9 8 118.2 40.6 9 68.3 36.6 10 69.1 37.3 11 53.7 30.4 12 90.1 27.7the customer uses a reference range of 15.0 to 65.0 pg/ml. The customer states that the non- abbott results are more consistent with the patient clinical condition. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). No consequences or impact to patient abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.